Event description:
Additional information received from the patient reported a loss of change of therapy. The patient was waking up wet the past week. Stimulation was felt. She tried increasing it and thought maybe she needed to go up more. She would increase it and see if that would help. The issue started in (B)(6) 2016.

Event description:
The consumer reported that the patient was implanted on (B)(6) 2016 and therapy was helping greater than 50 percent, but it hadn't cured their urinary incontinence. The patient still had some symptoms. The patient had uncomfortable stimulation and it felt like it wanted to come out of their vagina. The patient may have stimulation up too high. The patient's therapy was on and decreasing the amplitude down from 4.0v eliminated the uncomfortable sensation. It felt much better after turning stimulation down on (B)(6) 2016. The patient experienced a loss or change of therapy on (B)(6) 2016. The patient had a few accidents and wanted to increase stimulation. The patient was able to increase stimulation and confirmed the implantable neurostimulator (ins) was turned on. The patient would have a follow-up appointment on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.